Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿no image with scope¿ was determined to have likely been due to a faulty board set (dr board). It was confirmed that the product was manufactured before the countermeasure for design change was taken. The dr board design change has been made on april 16, 2018 on an op-amp circuit as it did not meet the spec (black outs may occur in the mask of 180 scope). The counter measure products were shipped after june 13, 2018. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed when tested with the 180 and 160 series scopes. The dr board of the device was faulty and required replacement. The probable cause of the defect was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with older scopes that don¿t have a one touch connector. There was no patient harm or user injury reported due to the event.